Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Expiration date and UDI is unavailable. Device manufacturing date is unavailable.

Event description:
It was reported that the implantable pulse generator was inoperable due to no telemetry communication issue. Patient last charged and had therapy four months ago. The device was explanted, and a new device was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.